Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received x-ray shows that the stem appears to be correctly implanted. Received medical record show that the surgeon used a subcutaneous infiltration anesthesia with a larger amount of of ropivacaine, namely 120ml. According to dr. Kessler, the special feature of ropivacaine is that the duration action is relatively long, up to 12 hours. Therefore, a relation with local infiltration therapy might be possible in this time interval which might explain the reported event. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding decrease of the right thigh sensitivity: 1 complaint (1 product), this one included, has been recorded on gts standard femoral stem size 4, reference ps129gm4, from january 01, 2017 to november 18, 2020. 1 complaint (1 product), this one included, has been recorded on gts standard femoral stem size 4, reference ps129gm4, batch 0001157625. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right hip arthroplasty on (B)(6) 2019. The day after, she had dysesthesia in right thigh. It was a deafness at the front of the right thigh, which spontaneously receded.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). List of associated devices: g7 bispherical shell 44a, reference 110017328, batch 334515; g7 neutral e1 liner 28mm a, reference 010000835, batch 3411930; biomet biolox delta ceramic, reference 6500831, batch 2018112087. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported patient underwent a right hip arthroplasty on (B)(6) 2019. The day after, she had dysesthesia in right thigh.